Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus had fluid loss. The aus was explanted and replaced. There were no further patient complications.